Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the vein antegrade approached. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and non-calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 20 atmospheres. However, during the second inflation at 23 atmospheres for 30 seconds, the balloon ruptured. The device was able to dilate the lesion and the procedure was completed. No patient complications were reported.